Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and mood altered ("hormonal changes describe: mood change"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions/ rashes or skin conditions type: a lot rash in shoulder buttocks"), migraine ("migraines"), headache ("headaches") and eczema ("rashes or skin conditions type: eczema my shoulders buttocksand legs"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / excessive bleeidng"), dysmenorrhoea ("severe menstrual pain / severe pain during period"), abdominal pain ("severe abdominal pain / belly pain"), fatigue ("fatigue"), menstruation irregular ("irregular period"), back pain ("lower back pain"), the first episode of uterine enlargement ("swollen uterus"), alopecia ("hair loss"), iron deficiency anaemia ("anemia") and the second episode of uterine enlargement ("swollen uterus") and was found to have weight decreased ("weight loss"). The patient was treated with ibuprofen, naproxen and surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, vaginal haemorrhage, rash, migraine, headache, nausea, weight decreased, menstruation irregular, back pain, alopecia, iron deficiency anaemia, mood altered, eczema, weight increased and the last episode of uterine enlargement outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, rash, vaginal haemorrhage, weight decreased, weight increased, the first episode of uterine enlargement and the second episode of uterine enlargement to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia (heavy menstrual bleeding), anemia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received :- reporter information was added. New event added swollen uterus, weight gain, eczema, mood change. Treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding / excessive bleeidng') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / severe pain during period"), abdominal pain ("severe abdominal pain / belly pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), menstruation irregular ("irregular period"), back pain ("lower back pain"), uterine enlargement ("swollen uterus"), alopecia ("hair loss") and iron deficiency anaemia ("anemia") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, vaginal haemorrhage, rash, migraine, headache, nausea, weight decreased, menstruation irregular, back pain, uterine enlargement, alopecia and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, uterine enlargement, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia (heavy menstrual bleeding), anemia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94.785 kgs. Imaging procedure on (B)(6) 012: essure confirmation test(s) (unspecified) bilateral occlusion. Patient received treatment for events ¿ menorrhagia (heavy menstrual bleeding), anemia. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received- new events anemia, hair loss were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left side') and pelvic pain ('pain, pelvis, belly, it worse in left side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, gastritis, pregnancy, right upper quadrant pain, cholecystitis, cholelithiasis, low back pain, vitamin d deficiency and uterine bleeding. Concomitant products included vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),") and limb discomfort ("sleepy legs more in left side"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and mood altered ("hormonal changes describe: mood change"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions/ rashes or skin conditions type: a lot rash in shoulder buttocks"), migraine ("migraines"), headache ("headaches") and eczema ("rashes or skin conditions type: eczema my shoulders buttocks and legs"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / excessive bleeding"), dysmenorrhoea ("severe menstrual pain / severe pain during period"), abdominal pain ("severe abdominal pain / belly pain"), fatigue ("fatigue"), menstruation irregular ("irregular period"), back pain ("lower back pain"), the first episode of uterine enlargement ("swollen uterus"), alopecia ("hair loss"), iron deficiency anaemia ("anemia"), the second episode of uterine enlargement ("swollen uterus") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight decreased ("weight loss"). The patient was treated with ibuprofen, naproxen and surgery (hyst. (Full)). Essure was removed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, vaginal haemorrhage, rash, migraine, headache, nausea, weight decreased, menstruation irregular, back pain, alopecia, iron deficiency anaemia, mood altered, eczema, weight increased, the last episode of uterine enlargement, female sexual dysfunction and limb discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, limb discomfort, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, rash, vaginal haemorrhage, weight decreased, weight increased, the first episode of uterine enlargement and the second episode of uterine enlargement to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia (heavy menstrual bleeding), anemia. Discrepancy noted: as per pfs (B)(6) 2020-removal not scheduled yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: pfs received. Events " migration of essure device location of device: left side, apareunia (inability to have sexual intercourse), sleepy legs" were added. Reporter information, medical history and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and mood altered ("hormonal changes describe: mood change"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions/ rashes or skin conditions type: a lot rash in shoulder buttocks"), migraine ("migraines"), headache ("headaches") and eczema ("rashes or skin conditions type: eczema my shoulders buttocks and legs"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / excessive bleeding"), dysmenorrhoea ("severe menstrual pain / severe pain during period"), abdominal pain ("severe abdominal pain / belly pain"), fatigue ("fatigue"), menstruation irregular ("irregular period"), back pain ("lower back pain"), the first episode of uterine enlargement ("swollen uterus"), alopecia ("hair loss"), iron deficiency anaemia ("anemia") and the second episode of uterine enlargement ("swollen uterus") and was found to have weight decreased ("weight loss"). The patient was treated with ibuprofen, naproxen and surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, vaginal haemorrhage, rash, migraine, headache, nausea, weight decreased, menstruation irregular, back pain, alopecia, iron deficiency anaemia, mood altered, eczema, weight increased and the last episode of uterine enlargement outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, rash, vaginal haemorrhage, weight decreased, weight increased, the first episode of uterine enlargement and the second episode of uterine enlargement to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia (heavy menstrual bleeding),anemia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left side') and pelvic pain ('pain, pelvis, belly, it worse in left side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, gastritis, pregnancy, right upper quadrant pain, cholecystitis, cholelithiasis, low back pain, vitamin d deficiency and uterine bleeding. Concomitant products included vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),") and hypoaesthesia ("sleepy legs more in left side"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and mood altered ("hormonal changes describe: mood change"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions/ rashes or skin conditions type: a lot rash in shoulder buttocks,legs"), migraine ("migraines"), headache ("headaches") and eczema ("rashes or skin conditions type: eczema my shoulders buttocksand legs"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / excessive bleeidng"), dysmenorrhoea ("severe menstrual pain / severe pain during period"), abdominal pain ("severe abdominal pain / belly pain"), fatigue ("fatigue"), menstruation irregular ("irregular period"), back pain ("lower back pain"), the first episode of uterine enlargement ("swollen uterus"), alopecia ("hair loss"), iron deficiency anaemia ("anemia"), the second episode of uterine enlargement ("swollen uterus"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and perineal pain ("perineal pain") and was found to have weight decreased ("weight loss"). The patient was treated with ibuprofen, naproxen and surgery (hyst. (Full)). Essure was removed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, vaginal haemorrhage, rash, migraine, headache, nausea, weight decreased, menstruation irregular, back pain, alopecia, iron deficiency anaemia, mood altered, eczema, weight increased, the last episode of uterine enlargement, female sexual dysfunction, hypoaesthesia and perineal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, iron deficiency anaemia, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, perineal pain, rash, vaginal haemorrhage, weight decreased, weight increased, the first episode of uterine enlargement and the second episode of uterine enlargement to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia (heavy menstrual bleeding),anemia discrepancy noted: as per pfs (B)(6) 2020-removal not scheduled yet diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound pelvis - on an unknown date: uterine position:anteverted echogenicity of the myometrium:heterogeneous although no discrete fibroids linear echogenic foci seen in both adnexa likely essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received- new event- perineal pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.